Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Customer reported that during a diagnostic endobronchial ultrasound (ebus) procedure, the xenon light source was malfunctioning and causing the ultrasound image to narrow down on both the left and right side and the edges were black. The procedure was completed using a similar device. There was no report of patient harm.